Event description:
It was reported that the patient had an epidural hematoma following a drg trial after placing the right l1 drg lead. The patient experienced bleeding and was hospitalized for observation. The hematoma is now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.